Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture was performed and an amplatz super stiff guidewire was inserted. While attempting to find the left upper pulmonary vein, a guidewire perforation of the laa occurred leading to a pericardial effusion. The patient was hemodynamically stable and no further intervention was required. Protamine was given and the patient was discharged the next morning.